Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.